Manufacturer narrative:
(B)(4). Additional information: on (B)(6) 2011,product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn) and provided information related to overfill. The pd rn stated that the hp has "recovered" and is no longer on dialysis. The pdrn did take the information down and will discuss with her staff to be more cognizant on setting up the cyclers. No allegations were made against any of the dialysis products. Evaluation summary: the device was returned and evaluated by the product analysis lab. The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device failed the homechoice rite functional test and passed the homechoice rite electrical test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain - false empty detect and use error, clinician inappropriately set minimum drain volume % setting too low. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) log. On (B)(6) 2010, ultrafiltration drain volume was 211ml during cycle 4.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.